Event description:
During a remote follow-up, episodes of noise resulting in oversensing and pacing inhibition were observed on the right ventricular (rv) lead. Provocative testing was performed, but the noise was unable to be reproduced. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.